Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a surgical procedure, the blade broke. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The definitive root cause could not be determined. A photograph of the broken device was provided which confirmed the breakage. Device not returned.

Event description:
It was reported that during a surgical procedure, the blade broke. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully. It was subsequently reported that the blade broke at the mount during an anterior cruciate ligament (acl) procedure.